Event description:
It was reported the side-ring fiber was noticed to have commenced forward firing at 60,000 joules during a prostate procedure. The case was completed with another fiber. No pt or end user injury was reported.

Manufacturer narrative:
The device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.